Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement manipulation of the device/interaction with the moderately calcified anatomy resulted in an accumulated amount of torque on the device; thus resulting in the reported difficult to advance and ultimately resulted in the reported tip material separation. The treatment appears to be related to the operational context of the procedure as reportedly unsuccessful attempts were made to remove the separated portion of the guide wire with a snare. The separated guide wire tip was trapped in the narrow vessel and remains in the occlusion/reported entrapment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the ht-command 14 guidewire (gw) was attempted to be advanced to the anterior tibial artery (ata) with moderate calcification, but the gw strayed during advancement. Resistance was noted due to an accumulation of torque at the tip of the device and the tip separated approximately 3 cm proximal to the tip. Unsuccessful attempts were made to remove the separated portion of the gw. The separated gw tip was trapped in the narrow vessel and remains in the occlusion. The target lesion was treated with balloon angioplasty. There was no reported adverse patient sequela or a clinically significant delay in procedure. The patient had a good outcome. No additional information was provided.